Event description:
A report was received that the patient charges his ipg more frequently than before. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient charges his ipg more frequently than before. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.